Manufacturer narrative:
The customer reported 12-lead ECG analysis failure. There was no report of patient impact. A philips field service engineer evaluated device and confirmed the 12-lead ECG failure to analyze. The issue was resolved by replacing the leads ECG trunk cable.

Event description:
The customer reported 12-lead ECG analysis failure. There was no report of patient impact.